Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, recoverable errors had occurred multiple times on one of the universal surgical manipulators (usms). Technical service engineer (tse) confirmed the system logs confirmed repeated errors from the associated module and showed that these errors had also occurred on prior occasions. Tse reviewed the logs, confirmed the pattern of recoverable errors, and arranged for follow-up by field service. The procedure was completed with no reported injury.